Manufacturer narrative:
A surgery database performance verification was conducted on this system and the analysis determined that the laser performance factors analyzed were operating within specification at the time of this pt's surgery.

Event description:
A surgeon provided pt data for analysis (podium presentation preparation). A review of the data found one pt with a 2-line decrease in bcva at the one month post-op exam. Additional information has been requested.